Manufacturer narrative:
Unit received with high sleep current due to moisture damage at pcba1. Unit passed displacement, rewind, basic occlusion, occlusion, prime, force system sensor, seating and excessive no delivery tests. Power management tool confirms the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) are within specification. Unit alarmed pump error 63 during self test and confirmed in pump history, problem isolated to u1 at keypad assembly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week. Customer's blood glucose was 203mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap but the pump issue persists. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.